Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer the bd insyte¿ autoguard¿ bc shielded IV catheter had difficulty retracting the needle into the housing. The following information was provided by the initial reporter: "needle instrted into pt - unable to slide catheter up into vein and unable to retract needle into housing. Had to be taken out of patent and new IV inserted."

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 3222376. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.